Event description:
The customer stated the system barely booted up and then stalled out, shut down with a blank screen there is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery, gpos, rtos, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.